Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the customer was unable to install a cartridge on the pump. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. The customer was unable to remove the o-ring from the pump and reverted to manual injections for insulin therapy. Customer's blood glucose level was 327 mg/dl.